Event description:
An abbott dorsal root ganglion stimulator with three leads and an implanted pulse generator (ipg) had early lead failure with high impedances. The high impedance of the lead wires prevented the patient from receiving a required MRI of his brain. Surgery was required to remove the dorsal root ganglion stimulator and leads allowing the patient to have the MRI performed. Manufacturer response for dorsal root ganglion stimulator (implanted pulse generator), proclaim drg ipg (per site reporter).